Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01911. It was reported that guidewire fracture occurred. A 1.25mm rotalink¿ burr and a 330cm rotawire were selected to treat target lesion. During preparation, it was noted that the wire was fractured in half while the burr was spinning. No patient complications were reported. The event occurred outside the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Device analysis revealed a broken wire due to rotational wear in the middle of the device, 192cm from the proximal section. Also it has the wire kinked in the middle of the device. Overall length could not be measured due to the device condition of a broken wire. No other issues or defects were observed during product analysis of the returned device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-01911. It was reported that guidewire fracture occurred. A 1.25mm rotalink¿ burr and a 330cm rotawire were selected to treat target lesion. During preparation, it was noted that the wire was fractured in half while the burr was spinning. No patient complications were reported. The event occurred outside the patient's body.